Manufacturer narrative:
Previously reported by the manufacturer: the manufacturer received information alleging a ventilator inoperative condition occurred on a bipap a30, silver series. The device was not in use on a patient at the time of the occurrence. The bipap a30, silver series was returned to the third-party service center for remediation, and the customer¿s complaint was not confirmed. The technician confirmed there were no foam particles in the device. During the evaluation error code e-17 indicating "parameter settings corrupted" "eeprom on pca was just replaced" was recorded in the event log. In conclusion, the device's system board was replaced to address the issue. The root cause is confirmed at this time. Additionally, during the service of the device, the system board was replaced to address the error code e-96 "unable to write to event log" unrelated to the reportable malfunction/issue. The device passed all final testing. This device has been serviced, inspected, tested, met acceptance criteria in accordance with all of the applicable customer requirements as defined in the contractual agreement with plexus. The device history record has been reviewed and approved by plexus quality assurance.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred on a bipap a30, silver series. The device was not in use on a patient at the time of the occurrence. The bipap a30, silver series was returned to the third-party service center for remediation, and the customer¿s complaint was not confirmed. The technician confirmed there were no foam particles in the device. During the evaluation error code e-17 indicating "parameter settings corrupted" "eeprom on pca was just replaced" was recorded in the event log. In conclusion, the device's system board was replaced to address the issue. The root cause is confirmed at this time. Additionally, during the service of the device, the system board was replaced to address the error code e-96 "unable to write to event log" unrelated to the reportable malfunction/issue. The device passed all final testing. This device has been serviced, inspected, tested, met acceptance criteria in accordance with all of the applicable customer requirements as defined in the contractual agreement with plexus. The device history record has been reviewed and approved by plexus quality assurance.